Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister called to report that customer was hospitalized for reasons unknown. Customer's sister reported that the customer was unresponsive. Customer's sister stated that customer is in a coma. Emergency room doctor stated that the customer had not gotten any oxygen to her brain for quite a while. Customer was wearing the pump at the time of emergency room visit. Customer stated that she called in reference to a letter regarding the contour next control solution. Customer's blood glucose levels were not included in the report. Product is not being replaced.